Manufacturer narrative:
Approximately six months prior to consenting to be part of (B)(6) the patient was implanted with a bard/davol flat mesh. There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. As reported the bard flat mesh was implanted into a contaminated environment, which most likely contributed to the infected mesh condition. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use state the following, "careful attention to bard mesh handling, fixation, and suture technique is most important in the presence of known or suspected wound contamination or infection." "The use of any permanent mesh or patch in a contaminated or infected wound could lead to fistula formation and/or extrusion of the prosthesis." "If an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information is provided, a supplemental emdr will be submitted. This emdr documents information associated to the bard/davol flat mesh, an additional emdr was submitted to document information associated to the bard/davol xenmatrix ab graft. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported to davol that a patient who is part of a clinical study experienced a post operative infection associated to a bard device that was implanted approximately six months prior to the clinical study and explanted at the time the clinical study device was implanted. On (B)(6) 2002 - the patient underwent an umbilical hernia repair. (Details not provided). On (B)(6) 2016 - the patient underwent bilateral breast reconstruction. (Details not provided). On (B)(6) 2016 - the patient underwent partial removal of infected mesh (unknown) and hernia repair. (Details not provided). On (B)(6) 2017- the patient underwent additional removal of infected mesh (unknown) with incisional hernia repair. During this procedure a bard/davol flat mesh was implanted to repair an incisional hernia. The hernia site wound was classified as class iii contaminated. On (B)(6) 2017 - the patient underwent abdominal wound debridment and local tissue rearranging. On (B)(6) 2017- the patient underwent implant of the xenmatrix ab graft for henia repair. The hernia site classification is noted as a class iii contaminated. An intraperitoneal with component separation technique was performed in open fashion. The defect measured 15cm in length and 22cm in width. The xenmatrix ab graft was trimmed and a 5cm overlap was maintained around the hernia defect. This was a midline hernia located in the umbilical, infraumbilical and suprapubic areas. Long-term absorbable monofilament suture was used with 19 fixation points. The previously implanted bard/davol flat mesh was explanted during this procedure and was noted to be infected. Drains were inserted in the right lower quadrant and the left lower quadrant. The midline fascia and the skin were completely closed. On (B)(6) 2017 - the patient was discharged from the hospital. On (B)(6) 2017- subcutaneous drain placed in the right lower quadrant was removed. On (B)(6) 2017- the patient was diagnosed with a seroma. Drains were placed and sclerosed with doxycycline to treat the seroma. On (B)(6) 2017- subcutaneous drain placed in the left lower quadrant was removed. On (B)(6) 2017 - the patient is noted to have a healed incision and the seroma has resolved.